Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented to the health care facility for routine follow-up and upon interrogation the device exhibited false elective replacement indicator (eri). A software download and additional interrogation were performed and normal function was resumed. No patient symptoms were reported.